Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported deployment issue and resistance were unable to be confirmed as the stent had already been fully deployed. The tip separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the moderately calcified, proximal right superficial femoral, after vessel pre-dilatation, the supera stent was half-way deployed when the thumbslide rachet slipped and the stent could not be deployed. Multiple steps were taken to re-engage the mechanism when the tip detached. The stent eventually was fully deployed with the tip in the vessel; however, with a suboptimal apposition. A snare device was used to retrieve the detached tip from the vessel. Additionally, during the tip retrieval attempts, a non-abbott guide wire tip became dislodged and detached. This was a tandem procedure and the patient was scheduled for a vascular surgical intervention unrelated to the stent procedure. During the surgery, the guide wire tip was removed along with the supera stent. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.